Event description:
Clinical manager reported pt was receiving hemodialysis treatment on the baxter meridian device when device shut down without providing an audible alarm. The healthcare professional turned machine back on and completed the t1 test and continued treatment without further problems to report. Hcp reported no medical intervention necessary and no pt injury resulted from this event.